Manufacturer narrative:
A review of the lot file for y719 was performed. This lot met all release requirements. The kit was not returned for further investigation, therefore, the complaint cannot be verified. (B)(4).

Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm. Customer stated that the alarm occurred during buffy collect in cycle 5 of 5, and a blood leak was visible at the top of the bowl near the seal. Customer stated the treatment was aborted and no blood volume was returned to the pt. Customer stated that the pt was fine after the treatment was aborted. Customer estimated about 200 ml was lost.